Event description:
During a fitting session it was seen that the device had malfunctioned, however the pt was able to make use of pt cochlear implant. Five days later,the testing was repeated, with the same results but without providing any stimulation at all.